Manufacturer narrative:
As a preventive measure the ultrasound module was replaced. The module was returned for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was then powered on a board and the light indicator went on appropriately. The software was then upgrade and run through post for diathermy. Communication with both mechanisms was successfully established. Board tuned and ran ultrasound through top port. Freeze spray was applied while running and no faults were induced. Subsequently, bottom port tested and there was no recognition. Disassembling the ultrasound, it revealed that the bottom port of active sentry direct current (dc) converter was not functioning. No output voltage. Choke inductors were found with excessive corrosion and residue. However, how or when the choke inductor became corroded is inconclusive. The root cause of the reported ¿no phacoemulsification¿ can be attribute to excess of corrosion in the choke inductors components. However, how or when the choke inductor became corroded is inconclusive. The root cause of the reported (sm) is inconclusive, as the ultrasound was found to exhibit no problem related to the reported event. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The ultrasound module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was then powered on a board and the light indicator went on appropriately. The board 4.0 bld was then upgrade to bld 102 and run through post for diathermy. Communication with both mechanisms was successfully established. Board tuned and ran ultrasound through top port. Freeze spray was applied while running and no faults were induced. Subsequently, bottom port tested and there was no recognition. Disassembling the ultrasound, revealed that the bottom port of active sentry dc-dc converter u74 was not functioning. No output voltage. L31 and l32 choke inductors were found with excessive corrosion and residue. However, how or when the choke inductor became corroded is inconclusive. The root cause of the reported ¿phaco-none¿ can be attribute to excess of corrosion in the choke inductors components. However, how or when the choke inductor became corroded is inconclusive. The root cause of the reported (sm) is inconclusive, as the ultrasound was found to exhibit no problem related to the reported event. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during vitrectomy surgery, the ophthalmic console displayed a system message, but the phaco functionality failed to work. The handpiece did not result in the green illumination of phaco port 1 turning off. The machine was turned off and restarted. Procedure details and patient impact have not been provided. Additional information has been requested, but no response has been received to date.